Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with a1 patient identifiers for the following systems: (B)(6) - (B)(4) - aviva, serial number ¿ system 1 - (B)(4). (B)(6) - (B)(4) ¿ aviva, serial number ¿ system 2 - (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 60 mg/dl on customer's aviva meter (system 1), and 142 mg/dl on customer's husband's aviva meter (system 2). The strips used on both meters were from the same vial. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.